Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The umbrella relief valve was re-seated to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported that unit failed the auxiliary pressure relief valve test. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received from product engineering stating that this case is non-hazardous. A failure of the auxiliary pressure line relief valve to open at 230 cmh2o does not create a hazardous situation. The auxiliary pressure line relief valve is only intended to prevent damage to the auxiliary pressure transducer. This was is not a reportable malfunction. Additional information was received from product engineering stating that this case is non-hazardous. A failure of the auxiliary pressure line relief valve to open at 230 cmh2o does not create a hazardous situation. The auxiliary pressure line relief valve is only intended to prevent damage to the auxiliary pressure transducer. This was is not a reportable malfunction.